Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  their ins was loose and bothering them. It keeps moving, wiggles and turns and was uncomfortable. Their healthcare professional (hcp) indicated it wasn't in a good spot because it was sticking out. Patient stated that hcp moved ins from back to buttock and they believed this was performed at the (B)(6) 2021 procedure.